Event description:
It was reported that the device display was dim or weak. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The proximate cause of the reported issue was due to an electrical failure of the display board. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 07/29/2019 to the present date 10/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device display was dim or weak. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device display was dim or weak. There was no patient involvement.